Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted on (B)(6) 2013 for symptoms of chronic heart failure (chf)-hypervolemia. Treatment was aggressive with diuresis. The patient is at home as of (B)(6) 2013, and doing well.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.